Event description:
The customer reported a potential over infusion. Nitroglycerin 100mg/250ml infusing at 5mcg/min. The infusion stated on (B)(6) 2015 approximately 1700 and continued until (B)(6) 2015 approximately 0330. The infusion was started again sometime between (B)(6) 2015 0330 and (B)(6) 2015 approximately 0900. No pt harm or medical intervention was reported. Although requested, no add'l info was provided. (B)(4).

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Manufacturer's report date: 06/30/2015. (B)(4). The customer's report of a possible over infusion was confirmed. The customer reported the programming details as nitroglycerin 100mg/250ml infusing at 5mcg/min which calculates to be 0.75ml/h. A review of the event log identified an unknown guardrails drug (drugid 220) was programmed to initially infuse at a rate of 1.5ml/h with a vtbi of 245ml. Between (B)(6) 2015 at 5:36pm and (B)(6) 2015 at 05:08 am there were 14 rate changes made by a user of the device. These rates ranged between 1.5-12 ml/hr. On (B)(6) 2014 at 5:42 am, the device was channeled off which also powered off the pcu. At 10:22 am the pcu was powered on and the infusion was restarted at 1.5ml/hr. Between 10:23 am - 1:06pm there were 6 rate changes made by a user of the device. These rates ranged between 1.5-4.5 ml/hr. At 02:36 pm a delay was set for 20 minutes. Immediately after the delay was set the volume infused was cleared. At 02:37 pm the rate was changed to 10.5ml/hr. Between 02:37 pm-08:50 pm there were 6 rate changes made by a user of the device. These rates ranged between 10.5-15 ml/hr. At 10:05 pm the volume infused was cleared. On (B)(6) 2015 at 07:50am the rate was changed by a user of the device to 3ml/hr. At 9:05 am the pcu was powered off. The total volume infused during the time period summarized was approximately 228ml. The root cause of the customer's report was identified as due to a user programming issue as the initially programmed rate was twice the rate of the customer's reported infusion programming details.

Manufacturer narrative:
(B)(4). Device not rec'd, log review only. The customer does not allege a device malfunction, but has requested an event log review. The event logs have been rec'd and the eval is pending. A f/u report will be submitted with investigation results once the eval has been completed.